Event description:
Reporter stated the buttons on the infusion device do not function and the protective rubber is defective. The infusion device displayed an e8 power interrupt error after the battery was changed, and the error message could not be cleared due to the defective buttons. The infusion device cannot be sent for evaluation due to legal and custom issues. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Manufacturer narrative:
No product was returned for evaluation. Production reports were reviewed, and the production data shows no deviations of the specifications. Device was not returned to manufacturer.